Event description:
Case reference number (B)(4) is a spontaneous report sent on (B)(6) 2022 by a 35-year-old female patient concerning herself. The patient had no known medical history or allergies. No information about concomitant medications has been provided. The patient had previously received multiple treatments with restylane. On (B)(6) 2022, the patient received treatment with 1/4 syringe of restylane to nose (unknown lot number, injection technique and needle type). The restylane was injected to nose (off label use of device). On (B)(6) 2022, the patient had experienced a severe reaction on her nose, possible necrosis (implant site necrosis), cellulitis (implant site cellulitis). There was a black spot (implant site discoloration) on nose. Her white blood cells were elevated (white blood cell count increased) due to infection (implant site infection). White pus (purulent discharge) came out of the black spot on her nose. The nose was also numb (implant site hypoaesthesia) and warm (implant site warmth). As per patient, she had vascular occlusion (vascular occlusion) which had been confirmed by her pcp and plastic surgeon. On (B)(6) 2022, the patient was injected with 2 vials of a dissolver. Since (B)(6) 2022, the patient started having vision problems, blurry vision (vision blurred) since last night, and everything was cloudy. According to the patient, it seems to be getting worse and it was uncomfortable (ocular discomfort). All these symptoms were in her right eye, but restylane was injected towards the left tip of her nose. In addition, the right eye felt dry (dry eye). The patient had visited two hospitals to rule out the possibility of blindness. While at the hospital, she experienced 2 nervous breakdowns (emotional distress). The patient reported that she found out that the injector was not licensed in the us. Outcome at the time of the report: possible necrosis was not recovered/not resolved/ongoing. Cellulitis was not recovered/not resolved/ongoing. Black spot was not recovered/not resolved/ongoing. White blood cells were elevated was not recovered/not resolved/ongoing. Infection was not recovered/not resolved/ongoing. White pus was not recovered/not resolved/ongoing. Numb was not recovered/not resolved/ongoing. Warm was not recovered/not resolved/ongoing. Vascular occlusion was not recovered/not resolved/ongoing. Blurry vision was not recovered/not resolved/ongoing. Uncomfortable was not recovered/not resolved/ongoing. Right eye felt dry was not recovered/not resolved/ongoing. Nervous breakdowns was not recovered/not resolved/ongoing. Restylane was injected to nose was recovered/resolved.

Manufacturer narrative:
Company comment: the serious expected events of necrosis and infection at implant site and vascular occlusion, and the non-serious expected events of cellulitis, discoloration, warmth and hypoaesthesia at implant site, purulent discharge, vision blurred, dry eye, ocular discomfort, and the non-serious unexpected events of white blood cell count increased and emotional distress were considered possibly related to the treatment. The likely root cause includes intravascular filler injection leading to vascular occlusion and its manifestations or injection procedure associated with inadequate aseptic technique. Potential contributory factor includes injection technique or user error. The unexpected events are considered secondary to the expected events. The restylane was used off label. The case meets the criteria for expedited reporting to the regulatory authorities. Product note: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. Lot number was not reported, and the product could not be verified. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate, and no additional investigations will be conducted. Recommendation for corrective and preventative action: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.